Event description:
Additional information received reported the patient felt a ¿shock¿ or ¿electric shock¿ sensation through their ¿entire body¿ while they were urinating. This occurred about six months prior to the date of this report. It also happened two months ago and the patient¿s doctor recommended they turn off stimulation. The device had not yet been interrogated by a representative or doctor. It was also noted the patient had blood in their urine. Although the test for the bladder infection came back negative, the patient was put on an antibiotic and the patient¿s symptoms were better. For the past few months, the patient had been feeling exhausted ¿all the time¿ and they had chills every day. The chills reportedly reminded the patient of the electric shock sensation they felt in the past. An additional follow up report will be sent if additional information is received.

Event description:
It was reported that the patient was unsure if she had a bladder infection. The patient had pressure since last night and now today felt like she had to urinate constantly. The patient also felt chills, hot to cold. It was stated that the patient usually got burning with a bladder infection and the patient had a ¿little burning¿ today and mentioned an ¿electric feeling¿ throughout the body. The patient went to the hospital about a week ago and a urine analysis found no infection (patient went to the emergency room for a wrist fracture). The patient was assisted in turning stimulation off, as patient was instructed to do so last week when she thought she had a urinary tract infection.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# v962974, implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The later reported that she was going to the bathroom a lot for the past few months or longer. The patient increased stimulation from 0.3v to 2.2v so she could feel stim and to control her bladder better. The patient had a problem at one time where she was feeling electrical feeling going through her body which happened twice several months ago and she discontinued therapy for a while. The patient reported electrical shock felt like she put her finger in an electrical socket or something. It was noted that patient loss therapeutic effect. The patient reported that she had ups and downs with therapy.